Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported as: "(B)(6) 2018, doctor in (B)(6) hospital found the cuff leakage during pretest prior to use on patient." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. It was noticed there was a yellowish stain mark on the interior surface of the connector. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. The blue cuff was able to maintain pressure at 25mbar; however, the clear cuff was deflated rapidly. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
The complaint was reported as: "(B)(6) 2018, doctor in (B)(6) hospital found the cuff leakage during pretest prior to use on patient." Patient condition reported as "fine".